Event description:
The customer called to report the insulin pump re-starting when pressing a button. Troubleshooting was performed and no cracks were found on the battery carrier. The reported blood glucose reading was 315 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a full segment display then a blank display due to a broken solder joint pin.